Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA.

Event description:
Philips was informed that during the endoscopic retrograde cholangio pancreatography (ercp) examination, the device continued to emit radiation even though neither hand or foot switch were operated. This problem resulted in 0,101 mgy unintended dose for the patient. Device has been shut down and taken out of operation by "emergency stop button". No harm to the patient was reported by the customer. The faulty footswitch has been replaced.

Manufacturer narrative:
Philips investigated this issue. The faulty footswitch was inspected and it was found that the unintended exposure was caused by internal cable damage. The internal cable insulation was broken near the strain relief at the end of the cable. Because of this, the cables made contact with each other and resulted in x-ray signals which resulted in unintended exposure. There was no external damage on the cable and the footswitch casing. The usage period of the footswitch was from 21 dec 2007 up until 17 jan 2018, therefore this issue is considered normal wear and tear. A philips field service engineer replaced the footswitch and cable and the system works as intended.